Event description:
Initial result for a pt total psa was <0.002 ng/ml. When repeated, the results were 8.80 and 9.10 ng/ml. The account stated the pt was not adversely affected. The field svc rep found the rack locks were loose and repaired the instrument by tightening the rack locks.